Manufacturer narrative:
Expiration date - ni.

Event description:
A report was received that the patient had an infection and the leads were removed. No additional information available at this time.

Manufacturer narrative:
This adverse event was previously filed per MFR. Report 3006630150-2012-00200.

Event description:
A report was received that the patient had an infection and the leads were removed. No additional information available at this time.